Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 103201 lot# 948990 taperloc por fmrl 6.0x132. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty followed by an emergent surgery approximately 14 years later due to sepsis with metal related pathology. As this was an emergent surgery for stabilization, the surgeon had planned for a repeat stage I surgery for a more extensive debridement with cup revision with the patient¿s primary surgeon and placement of final implants. Subsequently, 3 days post emergent surgery, the patient underwent the repeat stage I revision where the joint was further debrided, osteolysis was found surrounding the cup, and the competitor liner was found dislocated from the zimmer cup. Approximately 1 day post-stage 1 revision, the patient had a electrophysiology consult for foot paresthesia and foot drop. The patient had feeling of paresthesia in the space between the 1st and 2nd toes on her left foot. Further, the patient had weakness in the dorsiflexion of her left foot. Patient was prescribed an orthotic for foot drop but does not wear it. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and identified the following: electrophysiology consultation feeling of paresthesia in the space between the 1st and 2nd toes on left foot immediately after the operation. Also had a new weakness in the dorsiflexion of left foot. Electrophysiological studies and clinical examination showed no evidence of nerve damage. Electrophysiological studies and clinical examination showed no evidence of l5 radicular involvement or sciatic involvement. A definitive root cause of the reported paresthesia could not be determined. However, it was noted that the surgeon knowingly used a smith and nephew cup and liner with zimmer biomet components and this would be considered off label use. It's unknown if the use of the competitor cup and liner caused or contributed to the reported paresthesia. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.